Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The time advanced properly; monitored for 4 days with no time anomalies noted. Two pump errors were present in the pump history file, problem isolated to all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that they got pump error alarms on insulin pump. Customer¿s blood glucose level was 220 mg/dl. The customer was assisted with the self test and the test was passed. The customer was advised that the pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.